Manufacturer narrative:
Device evaluation of monitor is underway. As received, the monitor failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.

Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor failed incoming testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor is underway. As received, the monitor failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(6) failed incoming functional testing.